Event description:
Per medwatch from customer, the unit was set at 38c, but the anesthesiologist noted the dial read 45c. This was noted after pt was transferred to the stretcher. Burn to pt's midback, right buttocks, and left calf.